Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during ba (basilar artery) and pca (posterior cerebral artery) bifurcation wide-necked aneurysm case. Used guidewire to bring microcatheter to reach distal of lesion and filled coils. Then flushed and delivered the stent (subject device) into microcatheter. During delivery the patient's body moved because of insufficient anesthesia, and the stent (subject device) and microcatheter migrated together and could not reach neck of aneurysm. The operator tried to withdraw the stent (subject device) and re-locate the microcatheter and delivered the same stent (subject device) again, but it could not be advanced. Checked it and found it deployed at proximal opening of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during ba (basilar artery) and pca (posterior cerebral artery) bifurcation wide-necked aneurysm case. Used guidewire to bring microcatheter to reach distal of lesion and filled coils. Then flushed and delivered the stent (subject device) into microcatheter. During delivery the patient's body moved because of insufficient anesthesia, and the stent (subject device) and microcatheter migrated together and could not reach neck of aneurysm. The operator tried to withdraw the stent (subject device) and re-locate the microcatheter and delivered the same stent (subject device) again, but it could not be advanced. Checked it and found it deployed at proximal opening of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be stuck in the proximal microcatheter shaft and the hub, the stent was found to be deformed, the stent delivery wire (sdw) was found to be kinked/bent, and the introducer sheath was not returned for analysis. During a functional inspection, the stent was noted to be stuck in the microcatheter hub. The stent was removed from the microcatheter hub using a tweezers. The stent was found to be deformed once released from the microcatheter hub. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' were confirmed based on the device analysis. The device did not meet specifications when received for complaint investigation based on analysis results. It was reported that during delivery the patient's body moved because of insufficient anesthesia, and the stent and microcatheter migrated together and could not reach neck of aneurysm. The operator tried to withdraw the stent and re-locate the microcatheter and delivered the same stent again, but the stent could not be advanced. Checked it and found it deployed at proximal opening of microcatheter. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The device was returned for analysis and it was confirmed that the stent was stuck and prematurely deployed in the proximal shaft and hub of the microcatheter, the stent was deformed, the stent delivery wire (sdw) was kinked. It is probable that the movement of the patient during the clinical procedure caused the microcatheter and stent delivery system to migrate and stent and sdw were subsequently damaged during the attempt to withdraw back through the microcatheter. An assignable cause of procedural factors will be assigned to reported 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and to the analyzed 'stent difficult/unable to advance or pullback through catheter', 'stent deployed prematurely during use', 'sdw kinked/bent' and 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.